Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the non-getinge batteries with getinge manufactured batteries. All functional, safety and calibration tests were performed to factory specifications, and the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the customer was performing a battery runtime test, the batteries only ran for 100 minutes. However, the customer uses non-getinge batteries. There was no patient involved and no adverse was event was reported.